Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-02988. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure on a male patient, (B) (6). According to the complainant, when each of two resolution clip devices were used, neither of the clips would advance out of the sheath. The procedure was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).